Event description:
It was reported that the atrial lead exhibited impedance greater than 3000 ohms, loss of sensing and loss of capture. A lead revision was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.